Manufacturer narrative:
The devices involved in this incident were implanted in an off-label application by the surgeon.

Event description:
It was reported that revision surgery was performed due to groin pain. The devices involved in this incident were implanted in an off-label application by the surgeon.